Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 52 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately 1 month ago, it was found that the proximal portion of the aortic neck had enlarged and elongated, which resulted in a proximal type I endoleak. The physician elected to intervene by implanting a cuff proximally, with successfully resolved the endoleak. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, aortic neck dilatation and elongation. Conclusion: aortic neck dilatation and elongation.